Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The distal tip was damaged. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire and inflation lumens is indicative of simply handling beyond preparation of the device, as was reported. Microscopic examination and tactile inspection revealed numerous kinks in the hypotube of the device; however, there were no fractures or separations to the device. Microscopic examination presented no damage or irregularities in the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.5mm x 12mm quantum maverick balloon catheter was selected for use. During preparation of the device, the physician noted that the shaft of the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 2.5mm x 12mm quantum¿ maverick balloon catheter was selected for use. During preparation of the device, the physician noted that the shaft of the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).